Event description:
It was further reported that the patient¿s diagnosis was phantom limb pain and experienced chronic pain from an injury at work. The onset date of the previously reported information was (B)(6) 2012. Reportedly, this device delivered hydromorphone/hydromorphine and bupivacaine. The pump was refilled on (B)(6) 2013. At that time the patient had a reported pain level of ¿10¿ which radiated. The location of the pain was the neck, lower back and left leg. The patient¿s pain was described as burning, sharp, shooting, dull and ache. The patient¿s activity level was reported to be as tolerated. The pump reservoir was aspirated with zero residual medication. Nineteen milliliters of medication was filled into the pump. After 3 milliliters of medication, aspiration was performed which confirmed proper needle placement by the free flow of clear fluid and the pressure found to be in acceptable range. There was no backflow of medication. The concentration of medication was reported as ¿40 x 16 ml 720 divided by daily dose 36 ¿ 4 = 32. (26 was also written above total daily dose) the pump was to be refilled in approximately 32 days; however, it was never refilled after this reported incident of respiratory arrest and stroke. The patient reportedly will not completely recover. The patient was also taking amitriptyline, welchol, ultram, protonix, cymbalta, neurontin, lisinopril, norvasc, and pravachol. The device remains implanted as the physicians fear the removal would cause the patient more health problems.

Event description:
It was reported that the patient experienced a baclofen overdose. Shortly after a pump refill, the patient was found in cardiac arrest. The patient was revived, the pump was interrogated, pump contents were removed and then the pump was turned-off. The pump remained in the patient as of the report date. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709, lot# l60848, implanted: (B)(6) 1999, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that on (B)(6) 2012, the pump was refilled. The patient was not scheduled for the next refill appointment. The patient was told by the hcp's (healthcare provider's) office that they would call the patient with the date of the next refill, but no one ever called the patient. In (B)(6) of 2012, the pump was alarming which alerted the patient that his pump was almost empty. In response to that alarm, the patient and/or his wife called the hcp's office. A refill appointment was then scheduled for (B)(6) 2012. The patient went in to the office on (B)(6) 2012 for the pump refill. They were unable to aspirate any residual medication; the pump was empty. The hcp's office calculated the amount of mediation to be used to refill the pump and the catheter. The pump was refilled and the patient went home. The next morning, the patient's wife went into the living room and found the patient lying in the recliner unresponsive. 911 was called. When ems (emergency medical services) arrived, they documented that the patient was near respiratory arrest. The patient was immediately given narcan which helped revive him and caused him to vomit. The patient was also given zofran on the way to the hospital. Upon arrival at the hospital, the patient presented as extremely lethargic with a white blood cell count of 25,000, low blood pressure of about 90 systolic, and low 02 saturation. The patient was again administered narcan in the ER (emergency room). The ER physician documented that the patient had suffered a suspected overdose from his pain pump. The remaining medication was withdrawn from the pump and the pump was turned off. The patient then underwent a cat scan of his head which showed bi-occipital edema indicative of a stroke. The patient was admitted to the ICU (intensive care unit) and placed on oxygen because of the medication overdose. The patient was also suffering from a gi (gastrointestinal) bleed and an x-ray showing a left lower lobe infiltrate. The patient was placed on IV (intravenous) fluids and a narcan drip. On or around (B)(6) 2012, the patient underwent an MRI of his brain which revealed the presence of multiple subacute ischemic strokes bilaterally in the parietal lobes, occipital lobes, right cerebellum, and cytotoxic edema. The patient was diagnosed with multiple cardioembolic ischemic strokes and acute myocardial infarction. The patient spent the next 12 days in the hospital. On or around (B)(6) 2012, the patient was transferred to a rehab care program. He was discharged from the rehab facility on (B)(6) 2012. As of the date of this report, the patient had not fully recovered from the incident. The patient was legally blind, sustained significant brain damage and cardiac damage as a result of the incident. The drugs being delivered via the pump at the time of the event were dilaudid and bupivacaine.

Event description:
It was further clarified that the patient's pump never had contained baclofen. The patient also was not taking oral baclofen. The patient does have a history of a right knee amputation. The phantom limb pain was related to the patient's history of chronic pain from an injury at work. The pump remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pump was filled the day prior to the event and the pump was found empty the next day at the hospital. The event date was not known at the time of the event. The patient has extensive brain damage and is blind due to the anoxic event and coding several times. The pump was being analyzed by a third party. It was further clarified that the patient's pump was not found empty the next day. The pump was refilled on (B)(6), 2013. The patient went home and within about 24 hours the patient went into respiratory and cardiac arrest due to an overdose of dilaudid. The patient came to the hospital on (B)(6), 2013. The representative interrogated the pump had 18 milliliters of medication and these 18 milliliters were withdrawn from the pump on (B)(6), 2013. The concentration of dilaudid was 40 milligrams per milliliter and the patient had been getting 19.978 milligrams per day.